Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the single port (sp) monopolar curved scissors (mcs) tip accessory or the sp mcs tip instrument for evaluation.

Event description:
It was reported that during central processing, the gray plastic tip of the single port monopolar curved scissors tip accessory was melted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the initial reporter, but was unable to obtain any additional information about the complaint.

Manufacturer narrative:
The single port monopolar curved scissors tip accessory has been returned and evaluated by the failure analysis team. Fa was able to reproduce the reported complaint. For clarification, the customer reported complaint of "tip has melted" was confirmed as a broken tube adapter was found. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.52mm x 2.7mm in size. No thermal damage found.

Event description:
Refer to h11 for follow-up information.